Manufacturer narrative:
Preliminary analysis results showed that the subject device operated as specified.

Event description:
A yellow alert related to coil reportedly appeared on the remote follow-up performed on (B)(6) 2016. However, the value is in the expected interval.

Event description:
A yellow alert related to coil reportedly appeared on the remote follow-up performed on (B)(6) 2016. However, the value is in the expected interval.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
A yellow alert related to coil reportedly appeared on the remote follow-up performed on (B)(6) 2016. However, the value is in the expected interval.